Event description:
Additional information received from the rep indicated they met with the patient on the day of the report and synched the clinician programmer with the implant and impedances were in the 1800-2200 ohm range. The patient reported good therapy . The issue was resolved for the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant. It was reported that a power on reset (por) was seen when the patient was trying to turn on stimulation with the remote. It was noted to be an informational por. The patient was able to be walked through clearing the por and this troubleshooting resolved the issue. No symptoms were reported. It was noted that the patient was three quarters charged seven days earlier and didnt know what caused the por. The patient called a manufacturer representative (rep) on the morning of (B)(6) 2016, another rep called the patient back and directed her to a healthcare professional on (B)(6) 2016 if the por was not able to be cleared over the phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.